Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2012, due to extrusion of the electrode array into the external auditory canal. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the correct date of explant is (B)(6) 2015 not (B)(6) 2012 as previously reported.this report is submitted on may 30, 2017.